Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading resulting in a hospitalization. Reportedly, the cgm bg reading was 360 mg/dl, and the meter bg reading was 582 mg/dl. A root cause could not be determined. Customer also experienced a 2.0 mmol/l ketone level at hospital admittance. No additional information regarding the treatment received was provided.